Event description:
Alleged the end of the hi/lo actuator twisted off causing the bed to fall to the low position. He stated, the bed was not very high off of the floor when it broke off. No injury was reported.

Manufacturer narrative:
The facility replaced the hi/low actuator to repair the bed.